Event description:
It was reported that the patient had their pump replaced. The patient¿s body rejected the new pump and as a result she developed a ¿staph¿ infection. . The patient lost a lot of weight (from (B)(6)lbs to (B)(6)lbs) and was able to move the pump from the stomach to the back. The implant was then removed on (B)(6) 2014. The pump system was delivering bupivacaine, baclofen and morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).